Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. Another MFR's stent was deployed in the lesion, located between the left main trunk and the left anterior descending (lad) artery. The maverick2 monorail was being used for side branch access. The balloon ruptured at 8 atms. The number of inflations and to what pressures is unk. The procedure was completed with another of the same device. There were no reported pt complications. Pt status listed as "good".

Manufacturer narrative:
The device was disposed of at the user facility. The root cause of the event could not be determined. However, a full review of the mfg history record for this device confirmed that the device met its material, assembly and prod specs at the time of its release to distribution.